Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 400cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided anisomastia. Initially, it was believed that the patient experienced right-sided deflation via the phone consultation and photo that was sent to the doctor's office. However, a doctor's examination proved the device was intact. Based on the perceived deflated appearance of the device, this is being treated as an anisomastia. As a result, the patient underwent explantation on (B)(6) 2020.